Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cutter no longer cut and abnormal noise when cutting during vitrectomy surgery. The system message was displayed and test was not passed. The surgery was completed by replacing the product. There was no information about patient impact

Manufacturer narrative:
Corrected information was provided in sections: b2 and h11 upon further review and assessment, it was confirmed that the cutter was working intermittently (previously reported as no longer cutting with suspect medical device as ophthalmic system) which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer report number: 2028159-2025-01161 does not meet the criteria for MDR reporting as per applicable regulations. No further reports will be submitted under mfg report num: 2028159-2025-01161. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.